Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient representative (caller). It was reported that the caller stated that the pump had been turned off for quite some time and now it was beeping again. The caller stated that they wanted the patient to go and have a dye test run to see if the thing was leaking. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that diagnostics /troubleshooting performed included interrogating the pump. The cause of the empty pump was not determined. Actions/interventions taken included the hcp deciding to enter a volume in the clinician programmer and update the pump without completing the refill in order to silence the alarm. The rep also indicated that the information provided was confirmed with the physician.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the pump was alarming due to empty again. The rep stated that the patient was talking about wanting the pump replaced and resume therapy. The rep stated that the patient wasn't getting good therapy before the pump went dry, so they wanted to confirm that the catheter was working. The rep stated that they were going to do a dye study today and wanted to review the procedure. Technical services reviewed considerations and reviewed no priming could be done after the dye study since the pump was empty.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative and a manufacturer representative regarding a patient receiving hydromorphone (10mg/ml at 0.2mg/day) via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient representative (caller) stated that the pump was alarming and they were not sure why. The caller stated that they spoke to the clinic and they were told to call the manufacturer to find out why the pump was alarming. The caller stated the pump started alarming yesterday (on (B)(6) 2024) and confirmed it was the critical alarm. The caller stated that the pump was due to be filled april 11th but she thinks it is out of medication. The manufacturer's patient services specialist (pss) reviewed alarms and reviewed the manufacturer did not have access to the pump to tell them why the pump was alarming and redirected the patient to their healthcare provider to further address the issue. The manufacturer representative (rep) called in on (B)(6) 2024 and stated that the patient came to the clinic today because the pump has been alarming for weeks. The rep stated that the status showed an empty reservoir. Logs confirmed that the low reservoir alarm occurred on (B)(6) 2024 and empty reservoir occurred on (B)(6) 2024. The rep stated the patient stated they had gone through withdrawal symptoms already. The rep stated that the patient thought they were supposed to get a refill in (B)(6) 2024. The manufacturer's technical services specialist (tss) asked the rep if they had the previous programming (on (B)(6) 2024) but they did not have this based on swapping of tablets and they only free hand the documentation in their records. The rep states the records show a apr refill date. Tss discussed filling, monitoring for volume discrepancy and efficacy, no priming and consider dosing. Additional information was received from the manufacturer representative (rep). It was reported that the rep stated that the healthcare provider (hcp) decided to enter a volume in the clinician programmer and update the pump without completing the refill in order to silence the alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.